Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that majority of the teflon pad was missing. The remaining piece was measured approximately 0.026" x 0.073" in length. The clamp arm does not exhibit any physical or cosmetic damage. No thermal damage was observed. The curved blade was inspected and found no cracks or mechanical indentations.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was used for a surgical task. At an unspecified time, the surgeon noted that the teflon pad got detached. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. It was further reported that the da vinci surgeon has performed 2000+ operations and is very skilled in using of ultrasound knife. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event. The surgeon stated that they inspected the instrument prior to use and a fragment from the instrument fell inside the patient during intraoperative use. It was also confirmed that the alleged fallen fragment was retrieved by the surgeon during the same procedure; however, it was not returned to isi for evaluation.